Event description:
It was reported that bd insyte autoguard leaked. The following information was provided by the initial reporter: 1. Leaking a. Where was leakage observed? Out of the hub.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. An additional lot numbers provided in this complaint for material number 381412: lot: 3363125 mfg; 2024-01-02; exp 2026-12-31. Lot: 2179495 mfg; 2022-07-08; exp 2025-06-30.

Manufacturer narrative:
Investigation results: no photos displaying the reported defect or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards.